Manufacturer narrative:
Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation instrument being used during a sacroiliac and thoracolumbar procedure. It was reported that there was deformation of the thoracic probe tip. The tracker could not be attached to it. The event was completed using the navigation system. There was no delay and no impact on the patient outcome.